Event description:
It was reported that during a laparoscopic sigma resection the device did not cut correctly. Staples did not form. The case was completed with a similar device. There was no pt consequence.